Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the nurse encountered resistance and then applied force while removing the penumbra system ace 68 reperfusion catheter (ace 68) from the packaging of the penumbra system ace 68 hi-flow kit (kit). Consequently, the ace 68 became kinked in two sections. The ace 68 became kinked prior to use and therefore, was not used in the procedure. The procedure was completed using a new ace 68.

Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace 68) was kinked approximately 59.0 and 69.0 cm from the hub. Conclusions: evaluation of the returned device revealed that it was kinked in two locations. The reported resistance and the observed damage likely occurred due to an attempt to withdraw the ace 68 from the packaging shell prior to removing the tubing tray. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.